Event description:
Brake casters head end not holding.

Manufacturer narrative:
Tech replaced head end casters, connecting rod, hex rods and roll pin due to wear. No injuries reported bed was in 3rd floor hallway with a "broken" note on it.